Event description:
It was reported that during acl reconstruction surgery when clearing the femoral notch, there were noticed that there were black/metal looking shavings coming from the shaver. They removed the shaver and separated the two parts and at the tip, you can see where the two points have rubbed together causing the metal shavings, they were removed from the patient by suction. We opened another of the same 4.5 shaver and it worked without any issues. No patient injury was reported.

Manufacturer narrative:
One 4.5mm incisor plus platinum blade was returned for evaluation. Visual assessment of the device confirmed the reported shedding. Functional assessment confirmed no friction was felt when rotating the inner assembly within the outer assembly. The visual assessment also confirmed that the inner blade exhibited some slight, circular abrasion marks in/around the first two teeth (distal tip) along with corresponding abrasion marks on the i.d. Of the outer blade (mating surface). These circular abrasion marks appear to have been created from a few of the inner edgeform teeth that made contact with the ID of the outer edgeform during use. In this instance, the surface contact potentially created some minor material shedding between the two surfaces to occur. No cracking or damage was observed on the outer assembly adaptor body or inner assembly sluff chamber. The shedding appears to have emanated from one of the edge form teeth. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive side-loading. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during acl reconstruction surgery when clearing the femoral notch there were noticed that there were black/metal looking shavings coming from the shaver. They removed the shaver and separated the two parts and at the tip, it was visible that the two points have rubbed together causing the metal shavings, that were removed from the patient by suction. Another of the same 4.5 shaver was opened and it worked without any issues. No significant delay or patient injuries were reported.